Event description:
The customer stated that she tested her blood glucose and received a reading of 200 mg/dl using her contour meter. She took insulin based on the reading and then passed out while in church. The customer alleged that she went into a diabetic coma and paramedics had to be called. The customer did not provide any more info about the event. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.